Event description:
It was reported that the user experienced a low blood glucose of 56 mg/dl while using the ilet and self-treated with oral glucose in the form of apple juice, with glucose returning to 88 mg/dl after approximately 30 minutes; the user expressed concern that the pump was lowering glucose too quickly and requested discussion with clinical support before an upcoming endocrinology visit. Symptoms included hypoglycemia. Outcomes included recovery with self-treatment and no hospitalization. Troubleshooting and education were provided. Investigation included case intake and user counseling. Investigation of this case revealed no device malfunction reported and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.